Event description:
The customer called to report that he had changed to a new pod and his bgs were initially within his normal range. Four hours later, however, his bgs escalated to "high" (greater than 500mg/dl). The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.